Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a titanium adapter and a transfer set. This event occurred during use of the devices for peritoneal dialysis (pd) therapy. There were no damages noted to the devices. The transfer set was replaced and one dose of prophylactic antibiotics was given to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity of seal surface testing was also performed between the returned patient adapter of the transfer set and titanium adapter and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.